Event description:
During a radiofrequency ablation procedure to treat premature ventricular contraction a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that irrigation port on catheter's handle leaked during procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi oi catheter was returned to boston scientific for analysis. Visual inspection confirmed that the irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint.

Event description:
During a radiofrequency ablation procedure to treat premature ventricular contraction a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that irrigation port on catheter's handle leaked during procedure. The catheter was exchanged and the procedure was completed successfully with no patient complications.